Manufacturer narrative:
Recall this ipg serial number was included in field advisories: 1627487-07262012-002-r; 1627487-12192011-003-r. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-01186. Reference MFR. Report#: 1627487-2019-01187. It was reported surgical intervention is pending. No further information is known at this time.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2019-01186, reference MFR. Report#: 1627487-2019-01187.